Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse and sui, cystocele and rectocele; concurrent procedure-cystoscopy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and other unspecified issues. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2012 for vaginal mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion patient experienced vaginitis, vulvovaginitis, and dyspareunia. It was reported that patient concurrently underwent left ovarian cystectomy and left salpingectomy procedures. No additional information was provided.